Event description:
In 2009, the patient was implanted with a gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. After device placement, a non-gore occlusion balloon (pu, made by tokai medical products) was used, but ruptured during the procedure. Another new balloon (non-gore) was used to finish the procedure. No final imaging was done due to patient discomfort. Later that evening, the patient developed a type-a dissection from the ascending aorta to the distal end of the aortic extender. An open surgical repair was performed and an additional vascular graft (unk manufacturer) was used to repair the ascending aorta. The gore excluder aaa endoprostheses remain implanted. The patient is doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted; the review of the manufacturing paperwork verified that this lot met all pre-release specifications; a ruptured balloon was the "tmp lock-balloon catheter" made by another company. The information regarding this balloon was requested, but was not available.